Event description:
It was reported that during use of the tracheostomy tube, leakage of air was observed from the device. No additional information was available. No patient injury was reported.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the sample appeared to be in good condition. Functional testing confirmed that after 12 hours of the inflation test, the cuff was still fully inflated. Device passed all functional testing, unable to replicate the reported issue. No problem found. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.